Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Two days after implantation, the pacing mode of the device involved in this report was reprogrammed to ddir. Next day, inconsistent statistics regarding atrial sensed events were displayed in the graphical user interface.